Event description:
A cartridge alarm was reported, which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer loaded a new cartridge and resumed insulin therapy, although another cartridge alarm occurred subsequently. Cts to replace pump. Customer will continue to use current pump for insulin delivery.